Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The explanted ins was received by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had difficulty charging the implantable neurostimulator and stopped charging, so a replacement was performed on (B)(6) 2018. Interrogation was unsuccessful prior to surgery, and the patient did not want the device reset. The patient stated that she was not sure how long she had not charged for, ¿probably a year.¿ the issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 3.635 volts. On (B)(6) 2017, the battery had depleted to the "lock" mode (3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis determined that the battery had reduced capacity due to being in an overdischarge state. If information is provided in the future, a supplemental report will be issued.